Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray did not contain disinfectants or lubricants.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed no jelly and pvi inside the returned tray. All other components were returned and had not been used. Based on the investigation performed, this failure mode can happen at manufacturing site and confirmed related to manufacturing. A potential root cause for this failure could be due to operator error or operator handling method. The labeling and instructions for use were reviewed and found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Complete initial reporter facility name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tray did not contain disinfectants or lubricants.